Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ failed the self-test. There was no reported patient involvement.

Manufacturer narrative:
Philips received, a complaint on the xl+ device. Indicating a self-test failure. There was reportedly no patient involvement. A philips authorized service provider (asp), evaluated the device onsite. And it was determined, that the electrode plate of the defibrillation handle was dirty. The asp cleaned the electrode plate of the defibrillation handle to resolve the issue. And the device was returned to full functionality. The device remains at the customer's site. No further action is required at this time.